Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 550 mg/dl, 209 mg/dl, 130 mg/dl, and 153 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.